Event description:
I had lasik surgery performed by dr. (B)(6) in (B)(6) 1997. Roughly 3 years later, I developed post-lasik ectasia in my left eye. This is a debilitating, horrendous condition that I have struggled with for years, affecting nearly all realms of my life and greatly undermining my quality of life and mental health. I have since come to learn that is the very nature of the lasik procedure that produces this outcome, as the surgeon cuts into and permanently removes otherwise healthy corneal tissue, compromising the biomechanical integrity of the cornea. I have also since learned that there are thousands of other people who have had similar or equally severe lasik complications. All of this from an elective, completely unnecessary surgery. Lasik surgeons and industry boosters know these side effects and understand the carnage they've created, yet they proceed anyway, undaunted. To me, that is the very definition of medical practice and a complete betrayal of a doctor's oath to "first, do no harm." I urge the FDA, I beg the FDA to ban this horrible procedure, so that no other person has to experience the torment that I and others have suffered.